Manufacturer narrative:
Full UDI number is (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. The dual arm suspension and its substructure are designed and manufactured by mavig (B)(4) (original equipment manufacturer) but the suspension is part of the ge healthcare vascular system. In this case, the substructure has been installed by the customer. A first root cause analysis showed that this issue may be due to an improper installation of the sub-structure performed by the customer. A deeper analysis of this issue is still in progress, and further information will be provided as part of the final report. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2018 during a service activity, ge healthcare field service engineer observed that the large display monitor (ldm) suspension was not correctly fixed to the ceiling. The suspension did not fall and there was no report of any patient impact. Nevertheless, this issue could potentially lead to a fall of the entire suspension.

Manufacturer narrative:
On december 12, 2018 during a periodic maintenance, ge healthcare field service engineer observed the imbalance of the dual-arm monitor suspension. The suspension did not fall and there was no report of any patient impact. Nevertheless, this issue could potentially lead to the fall of the entire suspension. Ge healthcare engineering investigation of this event was performed using information provided by ge healthcare field service engineer and from system pre-installation manual. It has been found that the dual-arm monitor suspension was mounted on a sub-structure designed and installed by the customer. Flexing was observed in the customer designed sub-structure due to its inadequate strength. The root cause of the imbalance movement is an inadequate strength of the sub-structure designed by the customer used between the dual-arm suspension and the ceiling. It has been confirmed that this is a site specific issue and isolated case. Ge healthcare pre-installation manual provides all necessary information for a proper installation. On february 1, 2019, customer strengthened the sub-structure by reworking it, and got it validated by architect and engineer. The system is now completely fixed. No further action is required at this time.